Event description:
Reporter indicated that vns patient has been experiencing hoarseness and frequent absence seizures since lead replacement surgery. The patient has also complained of intolerance to cold since lead replacement surgery.